Manufacturer narrative:
A follow up was performed with the customer, and it was reported that after the battery was recharged, the issue was resolved.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a fan that kept running event after the device was turned off. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a fan that kept running event after the device was turned off. The rse informed the customer of the latest version of the service manual. The biomed was also informed that the cooling fan will run with the v60 turned off when the device is charging the battery. The biomed reported that the battery was low and the battery charging indicator was flashing. The rse referred to the service manual, and the battery charging operations. The investigation is ongoing.